Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected, trace pointers are invalid and post-reset ram crc alarm. The customer¿s blood glucose level was 132 mg/dl. The customer stated that having trouble with his pump due to getting a power failure alarm. The customer stated getting a power error along with trace pointers are invalid and post-reset ram crc alarm. The customer was assisted with troubleshoot for power error detected and the customer stated that pump has not been exposed to temperatures below 41°f. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. The customer was assisted with troubleshoot for trace pointers are invalid and stated that pump will be replaced due to having multiple pump error alarms. The customer was assisted with troubleshoot post-reset ram crc alarm and stated that customer was able to rewind and prime the tubing on his own. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Unit passed displacement test properly. Pump error alarms due to connector resistance issue.